Event description:
Boston scientific received information that noise was observed on this right ventricular lead. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead revealed signs of abrasion at the distal part of the lead. The insulation were found unimpaired. Based on the characteristics of these marks, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. A stylet could not be properly introduced and advanced within the lead's lumen. Analysis demonstrated that this was due to coagulated blood in the lumen of the lead which was most likely introduced by means of stylets used during the surgery. The cuttings in the insulation occurred most likely during the explantation procedure. In spite of the extensive analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.